Manufacturer narrative:
Review of the manufacturing record and the shipping inspection record of the involved product/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product/lot# combination. Visual inspection of the actual sample upon receipt found that it had been damaged at approx. 915mm from the distal end. Magnifying inspection of the damaged section found that the catheter had been twisted, and a part of it had been cracked and the inner layer had been exposed. The inner and outer diameters of the normal section were measured and confirmed to meet the specifications. Based on the investigation result, no anomaly was found in the dimensions and records of the actual sample. Moreover, before and after packaging of this product in the individual peel pack, 100% visual inspection is performed. Therefore, the following factor was inferred as a possible cause of this complaint. After opening the peel pack, bending force was applied to the catheter and the involved section was kinked. Torque force was repeatedly applied to the hub with the distal side trapped, then the kinked section was twisted, a part of it was cracked, and the inner layer was exposed.

Manufacturer narrative:
The device was received by terumo japan, the actual device manufacturer, and the investigation of the device and a review of the lot information is currently ongoing.

Manufacturer narrative:
The device has been returned to the manufacturer; it was forwarded to terumo, as they are the actual device manufacturer. The investigation of the device and a review of the lot information is underway.

Event description:
It was reported that during treatment, a chaperon guiding catheter ruptured at the proximal end, outside of the patient. 200ml of blood flowed back out of the ruptured segment of the catheter. No portion of the ruptured segment entered the patient's body. The device was exchanged for another catheter. There was no reported patient injury or intervention.